Event description:
It was reported by a consumer that after a coronary artery drug eluting stenting treatment procedure, a rash and vomiting occurred. The patient underwent a stenting procedure where "multiple" taxus express2 drug eluting stents (size and location not provided) were implanted. The patient reported that immediately after the procedure, she vomited and was given an unknown medication. The vomiting resolved. Approximately three months later, the patient reported that an itchy red rash began on her elbows and then spread to cover the entire body. The patient has seen her physician several times and thought possibly the rash was chickenpox or related to working outdoors in the garden. The patient stated that she had not been working outdoors. Additionally, the patient reported that she has many allergies and "sensitivity to taking more than one aspirin at a time". She is currently taking aspirin, plavix and other unspecified medications. The patient refused to provide any contact information for herself or the physician. As a result, no follow-up for this complaint can be performed.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. Therefore, no analysis could be performed. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The cause of the difficulties experienced during the procedure could not be determined.